Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2014-24245. It was reported the patient is experiencing over stimulation at the ipg site with stimulation on or off. Additionally, the patient reported experiencing discomfort at the ipg site. It was also reported the patient had experienced falls in the last 6 months. Fluoroscopy revealed lead pulling out of the ipg header. Surgical intervention took place on (B)(6) 2014 and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.